Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. They clarified that the high impedance electrode was avoided and another electrode was used in programming.

Event description:
Additional information stated that the patient had an MRI performed on january 27th which showed no abnormalities. During the resistance measurement, the patient was asked to monitor resistance in four different directions: left, right, up, and down. All measurements showed excessively high resistance on the right side (9b, 9c, 10a, 10b, and 11). Currently, stimulation with normal 9a and 10c is continued. The patient's symptoms are manageable, and they are able to maintain their daily activities.

Manufacturer narrative:
Continuation of d10: product ID a610 lot# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the deep brain stimulation system exhibited a shorter than expected implantable pulse generator (ipg) longevity and impedance was too high, so the brainsense survey could not be displayed. The patient had not experienced any recent falls or head trauma. A brain computed tomography (CT) scan was completed on (B)(6) 2025, with no abnormalities found. A brain magnetic resonance imaging (MRI) was scheduled for (B)(6) 2025, to confirm whether there were any tissue lesions in the brain. The devices remained implanted and in service. No patient complications have been reported as a result of this event.